Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, fluid invasion on connector. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: "scope showing static lines" was due to no image caused by fluid invasion on connector. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited static lines during inspection for use. There were no reports of patient involvement.